Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of motor error alarm and display anomaly. The customer's blood glucose level was 20 mmol/l at the time of the incident. The customer stated that he was at the dentist a week ago and had an x-ray done. The customer stated that he bloused and received motor error and was able to rewind the pump. The customer stated that the screen has black pixels right in the middle and has been there for a long time. The product was not returned for analysis.